Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that they experienced high blood glucose. The customer blood glucose level was 533 mg/dl and 565 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting. The customer state that the auto mode feature was not active. Customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.